Event description:
Based on additional information received on 22-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event (ime) was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 22-nov-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later 1 day after starting treatment had no ability to put weight on the leg, knee swelling and knee pain. Also device malfunction was identified in the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: unknown). On (B)(6) 2017, 1 day after receiving treatment the patient had severe swelling and pain in treated knee with no ability to put weight on the leg. The treating provided recommended ice, elevation, anti-inflammatory and possible use of diphenhydramine hydrochloride (benadryl). Corrective treatment: ice; elevation; anti-inflammatory and diphenhydramine hydrochloride (benadryl) for no ability to put weight on the leg, knee swelling and knee pain outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event (ime) was added. The global ptc number with ptc result was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a patient who received treatment with synvisc one and later experienced weight bearing difficulty, knee pain and knee swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.